Event description:
Information was received that device leaks water at 390 block. No alarms noted, and unknown patient involvement was reported.

Manufacturer narrative:
H3: one level 1 hotline low flow system was received in good physical condition. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the pump was turned on. The reported leaking issue was able to be confirmed. The issue was caused by a loose 390 block assembly. The 390 block was tightened to resolve the issue.